Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported balloon rupture was confirmed. The reported failure to deploy and failure to inflate could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, functional and scanning electron microscopy imaging analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: boston pt2. Guide catheter: medtronic launcher. (B)(4). Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an 80% stenosis in the mid left anterior descending artery, with mild calcification. Pre-dilatation was performed with a 2.5 x 15 mm trek balloon. The 2.5 x 28 mm implant delivery catheter was advanced to the lesion without resistance, but when pressurized to 8 atmospheres the balloon would not inflate to deploy the implant. Contrast was seen leaking from the balloon area. The delivery catheter was removed with the scaffold still crimped on the balloon. The case was completed with a 2.5 x 30 mm drug eluting stent. There was no clinically significant delay in procedure and no adverse patient effect. No additional information was provided.